Event description:
Caller reported a cartridge alarm issue on their insulin pump, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm occurred with consecutive cartridges and resolved the issue by arranging a pump replacement while ensuring that the customer continued to use the current pump for insulin delivery. Technical support provided detailed instructions for returning the problematic pump and setting up the new one, including putting it into storage mode, returning it within 10 days, programming pump settings, and connecting the cgm. The customer acknowledged and understood all instructions.